Event description:
A malfunction was reported by the caller on the pump with a displayed malfunction code. The customer's blood glucose level did not exceed 500 mg/dl or 27.7 mmol/l, indicating that there was no adverse impact. The customer, currently camping and without alternate options, requested a reset of the pump to continue using it. Technical support provided details for a complete pump reset and arranged for a replacement pump, advising the customer on necessary steps for its receipt and the return of the problematic pump.